Event description:
The customer reported that the system intermittently would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was upgraded and all circuit boards and components required to apply the software upgrade were replaced. The system was then found to be operating as intended.